Manufacturer narrative:
(B)(4). The ac adapter was received for evaluation. An evaluation of the device verified the reported issue and found the ac lemo connector pin #1 is burnt/melted and the ac adapter cable came apart from the lemo connector, exposing awg wires. The customer was provided with a replacement device. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
The customer reported that the lemo connector has fallen apart. While in service, it was discovered that the unit had burnt components. This reportable issue was discovered while in service, therefore, there was no patient involvement associated with the reported issue.